Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2023. During procedure, the sensor wire shrink sleeve detached. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of shrink sleeve detached.